Event description:
It was reported that a spectrum iq pump had failed upstream occlusion test and only occludes intermittently. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a failed upstream occlusion test was not reproduced. Upstream occlusion test was performed, and the device was found to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.